Event description:
It was reported that the patient came to the clinic with several episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were made to address the oversensing. There were no adverse health consequences, the patient was stable.